Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on unknown date. According to the complainant, during the procedure, the clip was successfully released from the catheter. However, the clip opened, fell off into the patient in an open state and was left to pass naturally. The procedure was completed with another resolution 360 clip. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.